Event description:
Midline inserted to right arm on (B)(6) 2025 prior to discharge. On (B)(6) 2025 the patient returned due to not being able to flush midline. Midline was removed and upon inspection there were 2 kinks in the catheter and a small piece of the tip missing.